Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. The distributor alleged that the pump was emitting multiple loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2015 with the following findings: a review of the pump¿s black box showed multiple loss of prime warnings (cs162) with low non-zero force. During testing, the pump successfully completed the 24 hour duration test with no loss of primes occurring. The force sensor calibration was found to be within specification. The complaint of a loss of prime issue was found in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a cracked battery compartment.